Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15.5 cm distal to the is 1 connector pin. The proximal and the distal fragments were received for analysis. The medial fragment (approximately 7 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular 9 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The analysis of the provided x-ray image showed much leads slack in the implanted state. However, no further deviations were noted that might have contributed to the clinical observation. Damages such as further cuts into the insulation (10.5 cm distal to the is 1 connector pin) and a fractured conductor cable leading to the rv shock coil (2 cm distal to the df 1 connector pin) and a deformed rv shock coil, most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Multiple noise/emi in rv lead iegm & ff channels. Hospital technician and clinical support engineer did provocative maneuvers and couldnt overcome it with tws sensing option. Lead remains implanted.